Event description:
Per the clinic, the devivce was explanted on (B)(6), 2010, due to a skin flap infection. Reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.